Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation without patient involvement, the pressurewire x wireless device showed a steady yellow transmitter light when trying to connect to the system. Troubleshooting was performed multiple times; however, the pressurewire was not able to connect to the optis mobile system and could not be prepared. A new pressurewire x was able to be connected and used without issue for the procedure. There was no patient involvement and no clinically significant delays in the procedure. No additional information was provided. Returned goods lab noted the returned device was torn, with exposed micro cables.

Event description:
Subsequent to the initially filed report the following information was provided: it was reported that during preparation without patient involvement, the pressurewire x wireless device showed a steady yellow transmitter light when trying to connect to the system. The device was attempted to be connected to the system while it was outside the envelope (hoop coil), but not inside the patient. The device was then re-introduced into the envelope (hoop coil) for a proper connection and calibration but failed again. Troubleshooting was performed multiple times; however, the pressurewire was not able to connect to the optis mobile system and could not be prepared. A new pressurewire x was able to be connected and used without issue for the procedure. There was no patient involvement and no clinically significant delays in the procedure. The torn and exposed cables are reportedly from the return device process.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported communication problem (solid yellow light) was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported communication problem (solid yellow light) appears to be related to circumstances of the procedure. The returned guidewire was noted to be bent, kinked and torn, which caused damage to the internal components of the guidewire and resulted in the reported communication problem (solid yellow light). The observed tear to the distal tube and subsequent break to the microcables are consistent with use or handling damage; however, the damage is not directly attributable to the reported event. The damage is visible to the naked eye and was reported to not be noticed by the user, which indicates the damage occurred during post-use or return handling. In this case, it is likely that the guidewire damage was caused by the use or handling techniques employed. Information from the field stated that the pressurewire was used attempted to be calibrated with the guidewire outside of the packaging coil and outside of the patient. The pressurewire instructions for use directs the user in step 5 of the directions for use to first calibrate or zero the pressurewire guidewire prior to carefully removing the guidewire from the packaging coil in step 6. In this case, it could not be determined if the user calibrating outside the coil caused the reported communication failure (solid yellow light). Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G4: correction: PMA/510(k) from k161171 to k180558. H6: correction: medical device problem codes 1069 and 4008 were removed.